Event description:
The patient is female and (B)(6), had the l- pcom. The aneurysm size is 3*3.3mm. The surgeon did aneurysm embolization on (B)(6), 2013. The surgeon advanced the prowler 14 and agility10 to the target lesion smoothly. When he positioned the 1st coil (637mf0304/15766893), he felt friction at the middle of the micro catheter. He tried many attempts but still failed. Then the surgeon decided to withdraw it but still failed. The coil had stretched during the so many attempts. Finally the mc and the coil were removed as a unit. No kink or damage found after checking them. The surgeon changed new prowler select lpes and fill the 3*4 and 2*2mm coils subsequently. The patient is fine now but the whole procedure was delayed more than 30 minutes. Neither the complaint device nor the concomitant devices kinked or bent prior to the reported event. An adequate flush was maintained throughout the procedure.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15766893 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4), 1 of 2 reports. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The patient is female and (B)(6), had the l- pcom. The aneurysm size is 3*3.3mm. The surgeon did aneurysm embolization on (B)(6) 2013. The surgeon advanced the prowler 14 and agility10 to the target lesion smoothly. When he positioned the 1st coil (637mf0304/15766893), he felt friction at the middle of the micro catheter. He tried many attempts but still failed. Then the surgeon decided to withdraw it but still failed. The coil had stretched during the so many attempts. Finally the mc and the coil were removed as a unit. No kink or damage found after checking them. The surgeon changed new prowler select lpes and fill the 3*4 and 2*2mm coils subsequently. Neither the complaint device nor the concomitant devices kinked or bent prior to the reported event. An adequate flush was maintained throughout the procedure. The patient is fine now but the whole procedure was delayed more than 30 minutes. A non-sterile orbit mini complex fill 3x4 was received stuck inside of a microcatheter prowler 14 coiled inside of pouch. The hypotube was inspected and it was found kinked. The introducer was received unzipped and no damages were noted on it. Part of the hypotube, support coil, gripper and embolic coil were found stuck inside of the microcatheter. The devices were inspected under microscope and the following was found: compressed sections were noted on the microcatheter; additionally an x-ray was performed on the microcatheter and the orbit product, and the images show that the embolic coil was stretched. The od from the orbit product was measured and was found within specification according to document es05094 rev 8 and es05098 rev 15. The microcatheter was cut at 57cm from the proximal end of hub, after that additional force was applied on the orbit product it and residues of dry blood were expulsed from the cut section. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures reported by the costumer as ¿detachable coil delivery system (dcs) - impeded-in microcatheter and coil ¿ unraveled stretched¿ were confirmed. The failures experienced by the costumer and the damages found on the device could not be conclusively determinate. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to have these damages; additionally inspections are in place per (637mi021 rev. 26) that prevents these kinds of damages leaving from the facility; therefore no corrective actions will be taken at this time. (B)(4), 1 of 2 reports.